Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 was failed. A field service engineer removed the drawer from the main station chassis and replaced the latch inseparable, which had lost its magnet. After reassembling the drawer components and reinstalling the drawer into the main station chassis, the pixie bus cable was reconnected, and the station was rebooted. The user successfully recovered the previously failed drawer and confirmed successful access to various medications through testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the drawer failed to close. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the drawer failed to close.the customer stated that there was a delay in accessing medication to patient.there were no adverse events or injuries reported based on this incident.